Event description:
Report received from (B)(6) stating "sleeve of phaco needle won't enter 2-2.2mm incision. No pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Though requested, the product is not being returned for evaluation.